Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (b)(+) 2012 stating that the up arrow and down arrow keypad buttons were sticking and had a delayed response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported because of the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required multiple presses to engage; all other buttons responded appropriately. During investigation, the keypad was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The initial report did not include the pump serial number. The serial number is (B)(4).